Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7612816 on 5/30/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The onset of the reported issues was (B)(6) 2019. B3 has been updated accordingly. The patient was hispanic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/1/2019. Device evaluation summary: according with the information reported the patient experienced rupture, device migration, and anisomastia. The sample was received damaged and incomplete (in two parts). Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: 375cc mentor memorygel breast implant, catalog #3503754bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast reconstruction with a 375cc mentor memorygel breast implant experienced left implant rupture and malposition post procedure. The rupture was discovered by the surgeon during a capsulorrhaphy. As a result, the device was replaced with another 375cc mentor memorygel breast implant. This was a part of the glow study.